Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, recurrent yeast infections, recurrent bacterial infections, vaginal dryness, cramping, rectal pain, painful intercourse, pain in her upper legs, pain in her lower abdomen, and continued urinary incontinence. No further information has been provided.